Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction. Foreign material on the strip connector. Investigation completed and test strips evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 160 to 200 mg/dl. Testing performed four times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Comparing blood glucose test results from trueresult meter to true2go meter purchased a week ago; recalled meter memory of true2go meter and results were 144mg/dl, 121mg/dl 189mg/dl, 179mg/dl, and 176mg/dl. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 295 mg/dl and 289 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not evaluated yet.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 160 to 200 mg/dl. Testing performed four times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Comparing blood glucose test results from trueresult meter to true2go meter purchased a week ago; recalled meter memory of true2go meter and results were 144mg/dl, 121mg/dl 189mg/dl, 179mg/dl, and 176mg/dl. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 295 mg/dl and 289 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (B)(6). Adverse event not reported.